Event description:
Information received with return of the explanted device notes lead dislodgement. Lead repositioning was abandoned after multiple attempts, and the discovery of a possible clot. The patient's sinus rhythm was in the 50's.